Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a leak through tubing in shear valve cvl85/126 to the differential mix chamber. The fse replaced the tubing and the instrument was able to run without leaks or errors. In addition, the fse observed a loose cleaning port on the differential mix chamber; the fse replaced the differential mix chamber to resolve the issue. As preventative maintenance, the fse replaced the reticulocyte sample line and differential sample line to the flow cell. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from behind the blood sampling valve (bsv) inside a coulter lh 750 hematology analyzer. The instrument generated incomplete differential errors at the time of the leak. The volume of the leak was approximately 3 ml and was contained within the instrument. The instrument operator was wearing goggles, gloves, and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.